Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 51 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: kempa m, krolak t, drelich l, et al. Pre-discharge defibrillation testing: is it still justified? Cardiol j. 2016;23(5):532-538.

Event description:
A journal article was reviewed that contained information regarding multiple implantable cardioverter defibrillators (ICD) with multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported ventricular undersensing and elevated defibrillation threshold test values. Reprogramming was done and the icds appear still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.